Event description:
According to the reporter, pre-operatively, when assembling the load and calibrating the load, excessive force appeared between the stops, but there was no fabric seized. The reload was then detached and then attached again however an error appeared on the adapter side (adapter swim lane was black with green outline). Another adapter and reload was used to resolve the issue. There was no patient involvement. It was noted that at the end of the surgery, the user carried out all the necessary tests using the same manipulator and trigger, rods and loads; even so, the adapter did not calibrate issue was still shown.

Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when assembling the load and calibrating the load, excessive force appeared between the stops, but there was no fabric seized. The reload was then detached and then attached again however an error appeared on the adapter side. Another adapter and reload was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when assembling the load and calibrating the load, excessive force appeared between the stops, but there was no fabric seized. The reload was then detached and then attached again however an error appeared on the adapter side (adapter swimlane was black with green outline). Another adapter and reload was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when assembling the load and calibrating the load, excessive force appeared between the stops, but there was no fabric seized. The reload was then detached and then attached again however an error appeared on the adapter side (adapter swim lane was black with green circle outline and a yellow sign). Another adapter and reload was used to resolve the issue. There was no patient involvement. It was noted that at the end of the surgery, the user carried out all the necessary tests using the same manipulator and trigger, rods and loads; even so, the adapter did not calibrate issue was still shown.